Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power error alarm. Blood glucose level at the time of the incident was not provided. Customer did not troubleshoot. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with pump error 54 after battery changed, high sleep current and pump error 75 during self test due to moisture damage on electronic assembly. The device was received with corroded battery tube, partially broken reservoir tube lip, missing reservoir retainer and cracked battery tube threads. Unable to perform displacement test, occlusion test and reservoir unable to lock into place due to partially broken reservoir tube lip and missing reservoir retainer.